Event description:
It was reported by the rep that the (1) ems was used during an unknown procedure. It was reported that the device would not fire regularly. The hosp stockpiled devices and was unable to provide details. The pt consequence was not reported.